Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was being replaced due to the end of its life. The reporter was having trouble filling the reservoir. The reporter was able to aspirate, but not fill the reservoir. The reporter was able to aspirate the contents of the new pump without issue and was able to fill the pump with saline, but when they tried to use the drug, the expected volume was different, 40ml were expected and only 15 ml were aspirated. It was mentioned that air was seen in the tubing. The drug in the pump at the time of the event was not reported.